Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and sometimes low. The customer reported that the tape had not been sticking to her skin. The customer stated the issue started 3 weeks ago. Her blood glucose was 49bg and then 500mg/dl for the last two weeks. The customer stated she had a low blood glucose event. Patient's current blood glucose was 266 mg/dl. Patient had treated with food and glucose tablets. Patient has been experiencing low blood glucose for unknown. Based on customer report customer does not allege pump was over delivering. The customer stated she gave insulin through the pump 5 units. The customer had nausea, abdominal pain and difficulty in breathing. The customer stated she had an acute sever inflammation of the colon. The customer stated she does have syringes to treat high blood glucose. The insulin pump will not be returned for analysis.